Event description:
New information received notes that the patient was seen in clinic. Another programming change was made. No further interventions have been planned. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and undersensing was observed on the atrial lead. Inappropriate auto mode switch was also noted. Programming change was made. The patient was stable.